Manufacturer narrative:
(B)(6).

Event description:
It was reported that a graseby¿ omnifuse syringe pump should have been set to infuse 1ml/hr over 24 hours, but instead was found to be infusing at 40ml/hr. The fault was found to be a use error in programming the pump. The pump was removed from service and sent to clinical engineering for the event log to be downloaded. The pump had been running at the incorrect rate for 23 minutes. The patient remained stable, was observed more frequently, and was put on a cardiac monitor. No injury to the patient was reported.